Event description:
The patient experienced a loss of therapeutic effect. She lost stimulation on (B) (6) 2010. Her stimulation became intermittent prior to the loss of stimulation; it was unclear for how long. There was no known accident or incident related to this event. Her device was reprogrammed and stimulation was recaptured, but it was still intermittent. Movement and palpating caused stimulation changes. When the lead/extension connection site was palpated, she felt a jolt of stimulation. Stimulation was only consistent if she sat very still. Her lead impedance measurements were within normal range. She was at the clinic in good condition. The company representative confirmed that the patient will schedule an appointment with her pain management physician to discuss options. Additional information has been requested.

Manufacturer narrative:
(B) (4).